Manufacturer narrative:
H3, h6: part number and lot number were not provided. Product was not available. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. There was also no evidence to suggest that any product from this family did not pass requirements upon release for use. Physical evaluation, investigation, conclusions, complaint history review was unattainable without a valid lot number and product code provided. Batch review was unattainable without a valid lot number provided. Labeling review was unattainable without a valid lot number or product code provided. If further information becomes available, the complaint may be revisited. Various failure modes exist for post-operative conditions which may lead to pain. Further review cannot be conducted due to limited detail. No specific clinical/medical documents were available for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.

Event description:
Literature case. It was reported that a t-fix was used for meniscal repair on a patient however the device failed therefore a revision surgery was performed to remove the meniscus area that had been previously repaired. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.